Event description:
It was reported that while using a bd micro-fine ultra¿ pen needles 31g x 5mm benelux (100 count), the needle broke off. The following information was provided by the initial reporter: while administering insulin, the needle broke off from the holder. The needle protruded a few millimetres from the patient's abdomen; I was able to remove it with a kocher.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd micro-fine ultra¿ pen needles 31g x 5mm benelux (100 count), the needle broke off. The following information was provided by the initial reporter: while administering insulin, the needle broke off from the holder. The needle protruded a few millimetres from the patient's abdomen; I was able to remove it with a kocher.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.